Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that there was a death reported or alleged to have occurred. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed an unknown dust contaminant on the flip door, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower seal. Manufacture observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. (Device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid are updated

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that there was a death reported or alleged to have occurred. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.